Event description:
It was reported that a revision surgery was needed to replace a misplaced creo mis screw that was causing the patient discomfort/pain. This event occured in singapore.

Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of a misplaced screw. Visual and functional inspection was unable to be completed because the part was not returned, and no imaging was provided. Based on the details provided, a l4-s1 mis tlif was completed in 2021 with creo mis screws. The left l4 6.5x45mm creo amp screw was misplaced and was causing the patient pain and discomfort. A revision surgery was completed on (B)(6) 2025 to remove and replace the left l4 screw. The calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.